Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to customer's blood glucose. Reportedly, customer reverted to using an alternate method of insulin therapy. Pump battery was checked by the distributor and no issues were identified. It was thought that the reported issue may be a handling problem. Distributor reminded healthcare provider of the "start up manipulation".